Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. Check syringe plunger sensor alarm found in pump event history log. During functional testing the reported issue of check syringe plunger sensor alarm was able to be duplicated. The flippers on left plunger case were sticking and not going down all the way. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the left plunger case.

Event description:
It was reported that the pump exhibited a check plunger sensor message. No patient injury was reported.